Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The review revealed that no rework was conducted and no concessions or deviations related to the issue were identified. The device was previously returned and investigated, under h017-eu12-047 on the 13th june 2013. The investigation concluded that the reported fault was attributed to detached coin cell. The coin cell was replaced. Hardware and software upgrades as per h004-003-004-3 and final test (h017-014-104) were implemented. The sam 300p last passed ¿out qat¿ from heartsine technologies on the (B)(6)2014. A visual inspection of the returned device revealed discolouration of the rubber feet on the lower-case assembly. After further investigation it was found that the reported fault could be attributed to membrane tail corrosion due to storage outside of the indicated conditions. The faults could not be replicated with a known good membrane fitted. This confirmed a failure of the returned membrane due to corrosion on the membrane tail. The corrosion on the membrane tail, discolouration of the rubber feet on the lower-case assembly along with dirt on the pad-pak plastics would suggest the device had been stored outside of the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Red flashing light was observed. There was no patient involved in this event.

Event description:
Red flashing light was observed. There was no patient involved in this event.